Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer initially contacted physio-control to report that their device would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was difficult to power on and off when pressing the device's power button.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer initially contacted physio-control to report that their device would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was difficult to power on and off when pressing the device's power button.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button was worn and, as a result, required a firm press in order for the device to power on. There were on discrepancies observed to the right side of the on button.

Event description:
The customer initially contacted physio-control to report that their device would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was difficult to power on and off when pressing the device's power button.